Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a sensor glucose reading of 130 mg/dl while the blood glucose reading was 60 mg/dl. Blood glucose level was 270 mg/dl at the time of the call. No further information was provided.